Event description:
Dextrose 5% with 20 meq (milliequivalent) potassium chloride (kcl) ordered to be started on patient. When bag overwrap was removed, the IV bag area to be spiked was missing the removable stopper and seemed "mal-formed." It appeared almost melted. The bag was not used on the patient, was replaced and there was no patient harm. The remaining lot was inspected and appeared to not be affected/isolated incident.